Manufacturer narrative:
Analysis found that the equipment failed the hipot test thus, heat test was not performed. Replaced motor-cable assembly and consumable parts. Cleaned reusable parts. The device passed performance test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device generated heat after the functional endoscopic sinus surgery. There was no patient involvement.